Manufacturer narrative:
Device mfg records were reviewed, review of mfg records confirmed sterilization of both the lead and generator prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.

Event description:
Reporter indicated the patient "had reactive granulation at the generator site." The vns generator was subsequently explanted, but the leads were left implanted. He surgeon plans to re-implant the generator when the site heals. The physician does not know what caused the reactive granulation. Further follow-up information received indicated that cultures taken grew methicillin resistant staphylococcus aureus. An infectious disease physician has been consulted for treatment. The explanted generator has been returned to the MFR and is pending product analysis.